Event description:
It was reported that a spectrum iq pump's speaker was distorted/muted and alarms did not sound as loud as they should during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, an speaker distorted/muted, alarms do not sound as loud was reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be a loose speaker on the rear case. The rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.